Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat a variceal bleed. The exact procedure date was unknown. During the procedure, "the wire was very tight." When the endoscopist deployed the bands, "he could not feel the wire tighten or hear the bands click" when they were deployed, resulting in two bands being deployed at the same time. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure to treat a variceal bleed. The exact procedure date was unknown. During the procedure, "the wire was very tight." When the endoscopist deployed the bands, "he could not feel the wire tighten or hear the bands click" when they were deployed, resulting in two bands being deployed at the same time. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with all bands attached. Additionally, the handle did not have marks of trip wire secured. The trip wire was not rolled correctly at the handle assembly. The trip wire was broken at the loop, and also, it was kinked. The device was observed under magnification, and the handle did not have marks of trip wire secured. The ligator head teeth, the bands, and the suture hole were in good condition. The suture thread was broken. Functional inspection of the handle noted a loss of functionality due to the device condition (the trip wire was not rolled correctly at the handle assembly). No other problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Upon analysis, the returned ligator head had all the bands attached. However, it was found that the trip wire was broken at the loop, and kinked. The suture thread was broken. These conditions could have been caused by the manipulation of the device once the handle was unable to work. It is most likely that as part of the device manipulation during the procedure an excess of force was applied with additional tools or medical devices, causing the trip wire to kink and also breaking the suture thread. Additionally, it was found that the handle did not have marks of the trip wire being secured and the trip wire wasn't rolled correctly at the handle assembly. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The IFU states "verify that the trip wire does not fall into the gap between the handle unit spool and bracket" and "secure trip wire in slot on handle unit." Not following these instructions could have caused a loss of functionality of the handle assembly. Therefore, the most probable root cause for the encountered problem is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.